Event description:
The account alleged that the alarm for the bed exit was broken. No patient impact.

Manufacturer narrative:
The technician tested the bed exit alarm and found it to be operating as designed, no repair needed.